Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was greater than 500 mg/dl. The customer current blood glucose value is 167 mg/dl. The customer treated for high blood glucose with manual injections. The customer was experienced symptoms of high blood glucose values such as ketones. The customer¿s parent was reported that the cannula was bent of the infusion set causing high blood glucose level. The insulin pump will not be returned for analysis.